Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a healthcare professional. Images show no signs of loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown maxim femoral component catalog #: ni, lot #: ni; unknown maxim tibial bearing catalog #: ni, lot #: ni. The complainant has indicated that the product is not available to be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address tibial loosening post-operatively. No further information is available.